Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, when the surgeon deployed the anchor through drill guide, clicked twice like it normally would. After removing sutures from cleat, the sutures were able to be pulled out from the guide, and it looked as if they were snapped at the cortex leaving two loose sutures, but no part of anchor could be seen. The deployed suture anchor was unable to be retrieved. A 1.8mini drill was used to prepare the insertion site, and it was cleared of all debris prior to insertion of the anchor. The procedure was completed with non-significant surgical delay using a back-up device twisted in the originally drilled bone hole, no void left in the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A clinical review states a photo of the suture was provided for review; however, it does not indicate a root cause for the reported event. Based on the limited information we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The qfix mini suture anchor is implantable, biocompatibility is not an issue. The patient impact is determined to be the retained implantable device. Local irritation/discomfort, and/or migration of the retained device should not be ruled out. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that suture strength requirements are specified. A certificate of analysis is required with each shipment verifying suture diameter & knot pull suture strength. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force. Based on this investigation, the need for corrective action is not indicated.